Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed due to premature battery depletion. A longevity calculation was performed based on programmed settings and usage data and the device longevity was not within the normal limits. With another battery attached, the device functioned normally. The original battery was sent to the vendor for further evaluation and no anomalies were found. The cause of the premature battery depletion could not be determined.